Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away due to low blood glucose levels and the customer was wearing the insulin pump at the time of death. The insulin pump will not be returned for analysis as the mother donated it to a diabetic center. Nothing further was reported.